Event description:
It was reported that during use on a patient with ventricular tachycardia (heart rate 120-130bpm), the cardiosave intra-aortic balloon pump (iabp) system overheated. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component, investigation conclusions). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The system overheating occurrence was confirmed in the logs. The fse replaced the temperature sensor (0206-00-0734) as a preventive measure. The compressor test values were good.